Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient present to the emergency department with palpations. An interrogation noted the right ventricular (rv) lead with intermittent t-wave oversensing (twos) on non-sustained tachycardia (nst) episodes creating what appeared to be false positive episodes. The lead remains in use. No patient complications have been reported as a result of this event.